Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface lcd panel. The unit passed extended self-testing.